Event description:
It was reported that the patient heard a loud noise, so that she had to detach the speech processor. Then she was no longer able to hear that clearly as before. The loudness always altered. Testing showed that the device has malfunctioned. The patient is scheduled to be reimplanted on (B)(6) 2010.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.